Manufacturer narrative:
The ocd rep provided cts with a summary of the complaint and images off of the provue and vision. Upon inspection of the images provided, disturbance of the cell button were noted with the vision results but none off of the provue. Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern. The concern is isolated to the one test with a weak expression of the anti-e antibody.

Event description:
The ortho provue reported a false negative reaction for the ahg cross match test with a sample known to contain anti-e in the plasma against a donor known to have the e antigen. No erroneous results were reported. (B)(4).